Event description:
A customer reported that the data and time on their precision xtra meter had changed. It was then discovered, due to the results being downloaded to their provider's computer, that the results were not correct. There was no report or death, serious injury, or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customer's and retailers have been informed through the adc fa16may2006 letter.